Manufacturer narrative:
06-jan-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Male consumer via phone stated that his brush heads kept slipping off of the hand piece and ended up in his mouth. He noticed right when he attached the brush head that there was a gap. No injury was reported. (B)(6) 2021 case update: concomitant product updated to oral-b power power oral care refills trizone eb30 brush set.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via phone stated that his brush heads kept slipping off of the hand piece and ended up in his mouth. He noticed right when he attached the brush head that there was a gap. No injury was reported.